Event description:
After an intraocular lens (iol) exchange procedure, a tech reported that the patient had blurred vision and central corneal edema. The edema has been persistent, but has shown some improvement after being treated with sodium chloride hypertonicity ophthalmic solution 5%. In a f/u, the tech reported that the corneal edema has improved significantly, as well as the vision. The patient is being referred to a corneal specialist. The tech reported the use of an unapproved viscoelastic device during iol implantation. There are two medical device reports associated with this patient. The first report was filed under MFR. Report 1119421-2014-00913.

Manufacturer narrative:
Evaluation summary: results from the product history record review indicated the product met release criteria. Additional info was provided, which indicated an approved cartridge and handpiece was used with an unapproved viscoelastic. Not enough info was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).